Event description:
The customer reported, they could not find the charge button on the paddles during a cardiac arrest. The charge button was apparently missing from the external paddle handle. The defibrillator was subsequently charged by using the charge switch on the front panel of the device. A shock was successfully administered to the patient and the patient fully recovered.

Manufacturer narrative:
(B) (4). Physio-control verified that the charge button was missing. The customer was provided with a replacement set of external defibrillator paddles.